Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing issues with device twisting underneath the skin, suggesting that the device is within the fat tissue and not anchored to the muscle appropriately. Chest x-ray also revealed that the right ventricular (rv) lead was pulled back and right atrial (ra) lead lost its slack. It was suspected that the device rotation was slowly pulling the leads back. Rv lead also exhibited high pacing threshold and intermittent sensing. During procedure on (B)(6) 2019, additional slack was added to ra lead. Rv lead was explanted and replaced. Device was secured properly in the pocket. The procedure was completed successfully without any complications to the patient. Patient was stable. Related manufacturer reference number: 2938836-2019-03883.